Event description:
The customer reported that the image flickered when she moved the c-arm. She then wiggled the interconnect cable and the problem went away. No problem during the second case. Before the third case the c-arm would not boot.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found no voltage at tp1 and 2 on the power control pcb. He replaced the pcb and interconnect cable as a precaution. The system rebooted and fluoroed. The service rep replaced covers on workstation and upon reboot the workstation did not boot. Also a clicking was heard from the board control pcb. The entire system then shut itself down. The cb4 on the interconnect cable assembly was popped and no voltage output was seen from ps1 in the workstation. The service rep ordered and replaced the ps1 and the components in the battery circuitry with the exception of the battery charger. Additionally the workstation transformer was restrapped as overnight the site ac changed from 122 to 128vac. The battery voltage was adjusted and pcbs were replaced using proper esd measures. The system is functioning as intended.